Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6) device evaluation: one device was received. Per visual inspection, the front cover label was scratched. The complaint was confirmed during functional testing as the membrane switch was not plugged into the circuit board. The error was caused by the customer. They didn´t attached the switch and had no disposable or measurement in the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The switch will be attached, and a new label affixed to the front cover upon customer approval.

Event description:
It was reported that when switching on, an alarm beep sounds, field 3 flashes red in the display; alarm cannot be stopped by stuck hose connector; side buttons for alarm fields do not respond; display film peels off. There was unknown patient involvement and unknown harm/adverse event reported.